Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a unknown laparoscopic procedure, the firing force was much higher than expected at the firing. The washer was cut, so no additional treatment was required. There were no adverse consequences to the patient. No further information is available.